Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photographs identified a device with opening. The device is not labeled by side explanted. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right device rupture confirmed by ultrasound test. Device has been explanted.